Manufacturer narrative:
Method: visual inspection, complaint history, analysis, mfg record review and risk assess, review. Result: visual inspection confirms reported failure. Complaint history analysis- (B)(6) for polyaxial screw tulip disengagement. None with same serial numbers. Mfg record review - mfg records were reviewed, but no relevant deviations were reported. Risk assessment review - per this complaint, revision surgery implies increased risk for the pt. Conclusion: event confirmed by visual inspection. Blocker is still in tulip of screw. Hex is not very damaged. Screw tulip is disengaged from shaft. Some deformations left by dents of the bone screw tip are visible on interior clip. One rod is bent compared to the standard. It is not known if bending was done by the surgeons or not. Per (B)(4) and (B)(4), tulip disengagement from bone screw is often the result of excessive torque and overloading and implanting the screw at the maximum angle. The principle cause of the reported event is related to user technique and not to mfg or metallurgic problem.

Event description:
Dr (B)(6) and dr (B)(6) report via our sales rep, (B)(6), that they recognized a few days after implantation, which was on (B)(6), on a CT that the heads loosened from the screws. A revision took place on (B)(6) and xia screws, 8.5 mm, were used as exchange.